Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported vessel locator wing break was confirmed. The reported vessel locator wing retraction issue and difficult to remove the closure device could not be replicated in a testing environment as they were based on procedure circumstance. The reported difficulties and subsequent treatment appear to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Weight estimated. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device with a 6f sheath after a popliteal stenting procedure. Reportedly, all steps worked without issue and the clip was deployed successfully in the artery. The device did not pull out. The vessel locator wings did not retract. The safety release was used to remove the device without any issues. After removal, it was noticed one of the wings was straight, detached from one side. Although the access site was dry, manual compression was performed for 15 minutes as this was an office-based lab. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.